Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "error codes 1210 and 1260 were present at power-up" was confirmed with visual inspection and functional testing. The probable cause was the printed circuit board was corrupted and therefore replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿error codes 1210 and 1260 were present at power-up¿; during device evaluation it was found the printed circuit board was corrupt. The event occurred during testing.